Manufacturer narrative:
Continuation of d10: 559445 lead implanted: (B)(6) 2011 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the previous follow-up doctor reset the cardiac resynchronization therapy defibrillator (crt-d) device because it was turning on and off due to battery life issues. The physician stated that the device should no longer turn off now that it has been reset; however, the patient checked earlier this morning and reported that the device is still turning on and off. Additionally, the patient stated that a nurse contacted the patient because the crt-d was going off in the chest every morning. A field representative checked the crt-d and cleared it and the device went off again. The ICD remains in use. No patient complications have been reported as a result of this event. The patient indicated was admitted to the hospital due to atrial fibrillation (af) and had a heart rate of 190 beats per minute (bpm). The crt-d remains in use. No further patient complications have been reported as a result of this event.